Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of secondary access sets would not flow. The reporter stated that the tubing did not drip though it was properly programmed and connected. It was further reported that fluids continued to drip from the primary or flush bags. It was verified that the clamps were opened, the secondary set was higher that the primary set, and intravenous (IV) line was patent. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.